Manufacturer narrative:
Facility experienced an event with the endopath disposable surgical trocar on 1/28/97 while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971464. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, latch condition, obturator condition, outer gasket condition, sleeve condition, and trocar condition, conforming; inner gasket condition, non conforming; reset button condition, unarmed; and stopcock condition, good/closed. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional, conforming. Analysis conclusion: based on visual examination it was confirmed that the inner gasket became dislodged from its original position. No conclusion could be reached as to how the inner gasket became dislodged. Each instrument is evaluated during the assembly process to ensure that it functions properly. The centering of the instrument upon insertion or removal may reduce the possibility of the seal being inadvertently damaged or dislodged. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the gasket of the device fell off. The gasket did not fall into pt. A new device was introduced to complete the case. There were no pt consequence.